Event description:
(B) (4). It was reported that post a coronary artery stenting treatment procedure, patient death occurred. The 100% stenosed, 2.7x22mm target lesion was located in the circumflex artery (cx). A 2.75x24mm liberte stent was implanted resulting in 0% residual stenosis. No additional procedure was performed in target lesion. The procedure was documented as a technical success. The patient died five days after the index procedure. The patient was not on anticoagulant therapy at that time. No further data was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.